Event description:
It was reported that a critical alarm was occurring when the patient presented for refill. Telemetry revealed the alarm was occurring due to early replacement indicator (eri) occurring. A message noted the pump had to be replaced. There were no patient symptoms. The patient's pump contained fentanyl 1000 mcg/ml at 400.2 mcg/day when the eri occurred. At refill the patient's pump was filled with fentanyl 1325 mcg/ml (300.1 mcg/day) and bupivacaine 22.1 mg/ml (5.005 mg/day). No patient outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report.